Event description:
It was reported that the patient died. The stenosed target lesion was located in the left main artery. A non-boston scientific heart pump was placed, and an unknown synergy xd drug-eluting stent was implanted. The heart pump was removed the next day. The patient expired five days later; the physician suspected stent clotting off as a possible cause. No further patient complications were reported.